Event description:
It was reported that the asymptomatic patient presented to clinic. Oversensing, high threshold and high, out of range pacing lead impedance was observed. No anomalies were detected on diagnostic imaging. Lead was capped and replaced.